Manufacturer narrative:
(B)(4). Foreign - new zealand. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2022-02164.

Event description:
It was reported that a patient had an initial left knee arthroplasty on an unknown date. Subsequently, the patient is being considered for a revision due to loosening. Attempts have been made and no further information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Hg component code: mechanical (g04) - femur. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.